Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was submerged in water. The insulin pump only vibrated and water was visible in the screen. The customer did not recall the blood glucose reading. The insulin pump was not dropped but had a hairline crack in the lower left corner. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had moisture damage on the electronics, motor, vibrator motor and battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.